Event description:
It was reported that a lead and pocket revision were scheduled because the patient had "tenderness" at lead site. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-60, lot # v563144005, implanted: (B)(6) 2010, product type lead; product ID 3777-60, lot # v453752033, implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2010, product type extension.

Event description:
Additional information received reported that an additional lead had been added where one had been previously removed due to bad impedances (see MFR. Rep. # 3004209178-2011-00012). The battery site was tender and the patient requested it be relocated. Following the revision the system checked out fine and the patient was doing well and receiving good stimulation.